Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system functioned within its specifications. The reported error did not occur. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after loading an exam in the system, a message was displayed stating that the exam did not contain contiguous slices. When the site clicked okay to close the message the system immediately went to a blue screen with a (B)(6) logo and remained there for 5-10 minutes until the site had to perform a hard shut down. After the system was restarted, the patient exam was transferred again, when the same error message occurred. The site closed the message and the issue was resolved. No patient was present during the time of the reported incident.